Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu1526 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redu1526) have been reported from the same facility in (B)(6).

Event description:
It was reported that when connecting one oversleeve portion, no ¿tick¿ was heard and it was disengaged; when connecting another one, ¿tick¿ was heard, but it was not engaged properly. These situation made it impossible to attaching the extension tubing, and a replacement was made. This report addresses the second oversleeve.